Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received regarding the explanted device notes that the patient had pre-syncope and testing showed no atrial pacing. Bipolar sensing was 0.3 mv and unipolar sensing was 1.75 mv. Bipolar impedance was 232 ohms. Make/break signals were noted on the atrial iegm. The device was programmed to the unipolar configuration. The patient had an underlying sinus rhythm of 60 bpm.